Event description:
It was reported that during a lap chole procedure, the clip got stuck in the jaws. The clip was removed and the device fired again, but the same thing occurred. Another device was used to complete the procedure. There was no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.